Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2019).

Event description:
It was reported that during the procedure the wire allegedly was stuck in the access needle and would not pull through. A new kit was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one equistream xk catheter 16f 23cm with airguard introducer kit was returned for evaluation. The guidewire was returned stuck in the introducer needle. The guidewire was bent in multiple places with the outer coil wire noted as being stretched. When viewed under magnification, wear was noted on the needle bevel. Based on these findings, the investigation is confirmed for the reported guidewire insertion issues, specifically due to a frayed a guidewire. It is likely that the identified frayed guidewire issue was perceived as an insertion issue, as it would prevent the wire from moving normally within the needle. Additionally, per the evaluation results, wear was identified on the introducer needle bevel. This is characteristic of retraction of the guidewire against the needle bevel. Therefore, it is possible that damage due to retraction during use contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during the procedure the wire allegedly was stuck in the access needle and would not pull through. A new kit was used to complete the procedure. There was no reported patient injury.